Event description:
The manufacturer received information alleging an issue related to a I-neb cf UK unit. The patient has passed away. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction to box b5: event description: the manufacturer received information alleging an issue related to a I-neb cf UK unit. The patient has passed away. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a I-neb cf UK unit device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.